Manufacturer narrative:
This supplemental is being filed to update e tab: initial reporter.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This s-ICD was explanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This s-ICD was explanted.